Event description:
It was reported that the pt received pt notifier from the device. The device was in backup vvi mode with no power on reset. The device was reloaded with firmware successfully. The pt was planned to be monitored.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.